Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is in reference to a clinical study patient. It was reported that prior to being discharged after a heart failure sensor implant, the patient experienced a vasovagal episode. As a result, the patient remained hospitalized for observations. It was stated that the event is not related to the device, but possibly related to the procedure.